Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). The customer's experience was confirmed, leakage was observed at the base of the accuslide. A visual inspection confirmed the crack to be located at the moulding injection point. Root cause of the crack was undetermined.

Event description:
The user reported that during a tpn infusion, they noticed a leak. On closer inspection, the fluid was noted to be leaking out of the anterior surface of the pumping mechanism, at the bottom end, from a small indent. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.